Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). Programming changes were suggested. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) reoccurred. The ICD was reprogrammed. There were no patient consequences.